Event description:
It is reported that the surgeon performed a debridement surgery with heterotopic bone removal.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.